Manufacturer narrative:
This unit was returned for failure analysis and the reported issue was confirmed and replicated. The fse notes further clarified that the ergonomics were receiving a repeated 23095 fault. Failure analysis checked the error logs and confirmed that error 23095 had occurred, indicating a thermistor issue on the vertical motor. Upon visual inspection, no findings related to the reported issue were observed. The unit was installed on a golden system and failed the thermistor check during calibration, indicating a fault on the vertical motor module, thereby replicating the reported event. Based on the investigation findings, failure analysis determined that the thermistor cable was the potential root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci assisted surgical procedure, the customer experienced repeated ergonomics fault code 23095. The surgeon switched to the other console to continue the procedure. To prevent additional faults during the case, the technical support engineer advised removing the affected console from the system configuration. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the vertical axis motor and the rolling loop harness to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.